Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Both the anchoring ports and spiked trocars were received. Microscopic inspection of the three ports revealed damage to the circular seals with a piece disengaged; the disengaged piece was not received with the instruments. Functionally, the trocars were inserted into the ports with no binding or difficulty. The instruments were applied to test media; the knife blades cut cleanly and completely through the media, allowing the cannulas to pass through. In addition, the anchors deployed when the actuator knobs were actuated. Further functional testing could not be performed due to the damage. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. Based on the trend, no enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a gynecological procedure, the valve is leaking after insertion in the trocar. No other information provided. There was no harm or injury to the patient.